Manufacturer narrative:
The scope was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. The user facility reported they believe the issue was with the automated endoscope reprocessor (aer) machine, steris eps. An olympus endoscopy support specialist (ess) visited the user facility on (B)(6) 2018 as part of the user facility¿s annual training in reprocessing and handling. The ess covered infection control information referenced in the user and reprocessing manuals. He recommended that the user facility contact the manufacturer of the aer for proper use. As part of our investigation, olympus reviewed the scope¿s history which showed the device was purchased on (B)(6) 2017 with no repair records. If additional information becomes available of if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that a patient reportedly developed chemical colitis after being examined with a colonoscope. The patient has undergone a colonoscopy procedure on (B)(6) 2018. The patient returned to the emergency room the following day. An unidentified residue was observed and the patient was diagnosed with chemical colitis. The unidentified residue was believed to be glutaraldehyde. A CT scan in the abdomen showed moderate segmental colitis from splenic fixture to the mid/distal descending colon. The patient was provided antibiotics and is doing better. The patient will have a follow up with a specialist for pelvic ultrasound in 10 to 12 weeks and patient/infection will be determined. To date, patient has no other issues. In addition, the scope was inspected prior to procedure with no anomalies observed. No missing pieces from the scope were observed following the procedure.